Event description:
Patient presented for removal of retrievable ivc filter. During removal it fell apart and pieces migrated into the patient. All pieces have not be retrieved: some remain in the patient.